Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) to treat a ruptured aneurysm using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil out of its introducer and into a non-penumbra microcatheter, the smart coil abruptly stopped. The smart coil¿s introducer sheath was adjusted slightly, and advancement of the smart coil was attempted again; however, the smart coil abruptly stopped again. Therefore, the introducer sheath of the smart coil was removed from the rotating hemostasis valve (rhv) and the physician attempted to advance the smart coil out of its introducer sheath without success. The smart coil was then handed to the scrub technologist who was able to advance the coil out of the introducer sheath, but only after using excessive force. The smart coil was then set aside and the procedure was completed using a new smart coil and the same microcatheter without further issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the embolization coil was damaged on its proximal end. The embolization coil was unable to be advanced out of its introducer sheath. Conclusions: evaluation of the returned smart coil revealed embolization coil damage on its proximal end. If the introducer sheath is not properly aligned in the hub prior to advancement, damage such as this may occur. This embolization coil damage likely contributed to the difficulty experienced during the procedure and functional testing. Subsequent attempts to manipulate a damaged embolization coil may cause additional damage to the embolization coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.